Event description:
Complainant alleged that during biomed testing, the device displayed "status 66" and "status 104" messages. Complainant indicated that there was no patient involvement in the reported malfunction.